Event description:
The suture was used during an unspecified procedure. Reportedly one week passed after the surgery, the suture broke and it was confirmed from the anal side. The reoperation was performed and the procedure was changed to stoma. No additional info is available at this time.